Manufacturer narrative:
No evaluation possible at this time. The suspect device(s) has not been returned for evaluation nor has the identifying part and/or lot number(s) been provided. It is unknown if revision surgery has taken place. Multiple attempts to obtain information from the international user facility have been unsuccessful. Upon the receipt of additional information and/or the product in question, a follow-up report will be submitted.

Event description:
A representative from a user facility in (B)(6) contacted alphatec on (B)(6)2017. The representative requested updated contact information for a distributor in (B)(6) who can provide alphatec's illico mis system. She went on to say that due to an implant loosening (alphatec illico -mis) they needed to get the appropriate instrumentation to perform a revision.